Event description:
The customer reported the system locked up and the iris closed down. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site investigation. The representative replaced the ffb board and tightened the transformer nuts to 60 in-lb +/- 3. System now works as intended.